Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call of failed battery test alarm. Customer's blood glucose reading was unknown. Customer was not able to troubleshoot because she did not have the pump with her. The insulin pump was not returned for analysis.